Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery. A 3.00 x 20 synergy drug- eluting stent was advanced for treatment. However, during withdrawal, the middle part of the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.